Event description:
It was reported the patient had the flu. Their legs were not working well and they had lost their speech since 11 days prior to report. They had gone to the emergency room on that date and they were in the hospital for 5 days for type a flu. They had a high fever and since the patient went into the emergency room they had lost their speech. It was noted a CT scan was performed and they wondered if that was why they lost their speech. They were not sure if the implantable neurostimulator (ins) had been turned off before the CT scan. The patient was in rehabilitation and was improving. Additional information received reported it was unknown if the patient had a 50% or greater symptom reduction. They had not seen the patient but he had been hospitalized locally. The doctor doubted that the CT scan had caused the patient¿s symptoms. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: neu_unknown_lead, lot# serial# unknown, implanted: (B)(6) 2011, product type: lead. Product ID: neu_unknown_lead, lot# serial# unknown, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).